Manufacturer narrative:
A device evaluation cannot be conducted as no items or images (photographs or x-rays) were provided. A device history record review cannot be conducted as no item and lot number were provided. This device was used for treatment. Neither complaint history search or compatability assessment can be conducted, as no item and lot numbers were provided. Op notes were not provided; therefore, it is unknown if any complications occurred during surgery, post-surgery or if the correct surgical technique was utilized. A root cause cannot be determined for this event. No corrective or preventive action needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that patient underwent a knee arthroplasty revision due to unknown reasons.